Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power error. The insulin pump will not be returned for analysis.